Event description:
It was reported that patient underwent a procedure utilizing a suture passer in 2009. During the procedure, the shaft of the instrument was blocked and the nitinol pusher could not be inserted. This caused a delay of thirty minutes to the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found that it did not have a blocked channel and that the nitinol pusher passes freely. The top jaw of the device is bent to the left which may affect the optimum function of the instrument.